Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invaded the scope connector while the user was handling it which resulted in an abnormality occurred in the electrical component. The event can be detected by following the instructions for use (IFU) which state: ·inspection of the endoscopic image olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer reported on behalf of a customer, the evis lucera elite colonovideoscope displayed an e315 (scope error) during preparation for use. The unspecified diagnostic procedure was completed using a replacement device. There was no reported delay or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of e315 scope error was not confirmed. In addition, the light guide lens was broken. The condition of the light guide bundle was not good. The adhesive part of bending section cover was broken. There were liquid leaks due to damage to switch button 1. Angulation in the up direction was out of standards due to worn of angle-wire. The gap of up/down knob was out of standard due to worn of angle-wire. The right/left knob was not fixed due to deformation of lock engagement knob. The scope connector cover unit was polluted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.